Event description:
It was reported that in central processing, a broken cable was identified on the fenestrated bipolar forceps instrument. There was no report of fragments falling into a patient. There was no patient harm, adverse outcome or injury reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found the instrument's pitch cable to be frayed at the distal idler. No damage was found on the clevis. Failure analysis investigation also found the following additional damages: the instrument's distal pulley had mechanical indentations/burrs. There were indentations at the edge of the distal pulley and visible scratches on the surface of the pulley. Failure analysis concluded that the mechanical indentations/burrs damage may be due to mishandling/misuse. In addition, the instrument's conductor wire had damaged insulation. There was also damage on the black insulation with visible melting. No missing pieces or visible char marks were observed. Failure analysis concluded that the damaged insulation may be due to mishandling/misuse. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not in itself constitute a MDR reportable event; however; the frayed cable if to recur could cause or contribute to an adverse event.